Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08650 / 08651).

Event description:
It was reported that patient underwent a left total knee arthroplasty utilizing oss and pmi components on (B)(6) 2014. During the procedure, it was discovered the oss tibial avl short yoke pmi was too wide for the thickness of the trochlea of the femoral implant. There has been no reported revision procedure to date.